Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubie pockets was not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were not detected on bus. A field service engineer checked all cabling and isolated the issue to the auxiliary cabinet and the smart remote manager and found the issue on auxiliary spine cable. The pyxibus cable was replaced, and as a result, both the auxiliary cabinet and the remote manager became visible in hardware test application (hta) mode. The customer was able to inventory all drawers and pockets successfully. Preventive maintenance was also performed, including replacement of the backup battery, installation of the rear bumper kit, and network plugs. All leds were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.